Event description:
Customer reported his insulin pump alarmed no delivery the last three times he changed his infusion set. Customer's blood glucose is 85 mg/dl. Customer was advised of the possible causes of a no delivery alarm. Customer was unable to troubleshoot at the time of the call. He was advised to call back later in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.